Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, moderate-severe aortic regurgitation was noted. Subsequently, a valve-in-valve was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that both moderate paravalvular leak (pvl) and moderate aortic regurgitation (ar) were noted after initial valve was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.